Event description:
During pt treatment with the infant flow system, the user had to set flow higher than normal to achieve the desired continuous positive airway pressure. Another infant flow system was placed on the pt without any pt compromise.